Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek xs system: 3.0 inr with a mean of 1.2 inr (range = 1.0 inr - 1.4 inr), 1.3 inr with a mean of 2.9 inr (range = 2.3 inr - 3.5 inr), 3.1 inr with a mean of 1.7 inr (range = 1.4 inr - 2.0 inr), 1.8 inr with a mean of 2.8 inr (range = 2.2 inr - 3.4 inr). No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.